Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered alert tones due to long charge times resulting in end of service (eos) indicator. The device longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device provided a 35 joule (j) charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. No hybrid anomalies were found. Battery analysis found no internal short. Partial lithium (li)-severing was observed leading to reduced anode surface area. Review of the save-to-disk data showed an excessive charge time event before recommended replacement time (rrt) and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.